Event description:
It was observed that during the device evaluation, the bending section of the videoscope was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, cause could not be established. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.